Event description:
It was reported that during a turbt (transurethral resection of bladder tumor), the plastic tip at the end of the subject device broke off inside the patient. Additional information was received that broken piece was successfully retrieved by the physician using a grasper. The procedure was then completed with a similar device. There were no further reports of patient harm.